Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a pressure sensor offset adjustment, involving an olympus hight flow insufflation unit. There was no patient harm reported.